Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening and broken device assessed as unidentified (tear) opening. ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. ¿ cyst(s): unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "exchange from textured to smooth due to concern with the product". Later, healthcare professional reported "rupture" and "cysts" confirmed via MRI. This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported left side rupture and cysts. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.